Event description:
Doctor reported the right lingual extension broke off a metal printed expander and the patient swallowed it. In follow-up with the assistant, the patient was referred to a pediatrician. An x-ray was recommended, but not pursued as the component passed naturally the next day without incident. To date, the patient is doing fine.